Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament reg failure error message during a procedure. There is no report of pt injury or death.